Manufacturer narrative:
(B)(4). The device has not available for investigation. The device history record of batch number 74h1900492 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. The device history review shows that the product was assembled and inspected according to our specifications. The customer complaint cannot be confirmed based only on the information provided; to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility neither is being manufactured at the time. If the defective sample becomes available at a later date this complaint will be updated as applicable. Teleflex will continue to monitor and trend related events.

Event description:
Per the customers complaint report a chest tube insertion was done on a patient. The chest tube was found to be leaking at the red blue connection site. Customer reported no visible signs of damage to tubing or connection site though pleural fluid dripping. A new pleur-evac chest tube draining system was attached to the chest tube which resolved the problem.